Event description:
The bone repositioning pin was inserted in to the bone. The surgeon started to manipulate and it snapped leaving to screw portion in the bone.

Manufacturer narrative:
Actual device is not available to stryker for investigation.